Event description:
Prophylactic change of the subject device following the fsn crm-sal-2018-001 on a stimulo-dependent patient. The physician reportedly noticed that during the last follow-up on (B)(6) 2018, she noticed an atrial impedance above 3000 ohms and when the left ventricular lead was changed, there was a high impedance (from 1500 to 2800 ohms), with pacing only at high values. Everything was normal with the replacement device (boston scientific defibrillator).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Prophylactic change of the subject device following the (B)(4) on a stimulo-dependent patient. The physician reportedly noticed that during the last follow-up on august 21st 2018, she noticed an atrial impedance above 3000 ohms. Also, during the device replacement, there was a high left ventricular impedance (from 1500 to 2800 ohms), with pacing only at high values. Everything was normal with the replacement device (boston scientific defibrillator).